Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr . (B)(6) was performing a posterior lateral hip and once he went to reduce the hip it showed he was 14 mm long. Dr. (B)(6) didn¿t feel he was long at all. Would like to check the session files to see if something had moved intra op. Case type: tha.

Event description:
Dr .(B)(6) was performing a posterior lateral hip and once he went to reduce the hip it showed he was 14mm long. Dr. (B)(6) didn¿t feel he was long at all. Would like to check the session files to see if something had moved intra op. Case type: tha.

Manufacturer narrative:
Reported event: an event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 096 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding leg length discrepancy. There were one other reported event (B)(4). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.